Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, foreign material adhered to the device. However, component analysis of the foreign material could not be identified. A root cause could not be identified. Based on the results of the investigation, problem found during reprocessing may have cause foreign material to remained in the area. According to the investigation, there was information received that the device was used in accordance with the IFU. Fu states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.